Manufacturer narrative:
There was no button error alarm found. The unit had no button response due to a corroded keypad. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 268 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.